Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a conceal reservoir that was placed submuscular, needed a reservoir placed in space of retzius. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir was in a submuscular location; therefore, a revision surgery was performed to remove the component and implant a new one in the space of retzius. The event was resolved and no patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Correction to field h3: date of event. Correction to field d4: unique identifier (UDI) # model number/catalog number 72404232-10, batch/lot number 1100561685, model/catalog description cx preconnect ms 18cm ps 10cm tl iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported migration is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir was in a submuscular location; therefore, a revision surgery was performed to remove the component and implant a new one in the space of retzius. The event was resolved and no patient complications were reported.